Event description:
On 28th june 2023, rayner received notification from its distributor in singapore of an event that occurred during use of a rayone emv rao200e. The event description provided states that once the first haptic had entered the eye the lens shot out of the injector resulting in posterior capsule damage.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that following insertion of the leading haptic into the eye the lens shot out of the injector rupturing the posterior capsule. The lens remains implanted. Day one post-operatively the patient's visual acuity was reported to be 6/6 and at one week post-operatively the visual acuity was reported as 6/7.5. The additional information received identifies that the injector was removed from the blister tray before viscoelastic was inserted into the injector and the flaps secured. This is a deviation from the IFU. As per the IFU, the injector should not have been removed from the blister tray until ovd was inserted and the flaps fully secured. The rayner risk analysis identifies advancing the plunger too quickly and forcing a jammed plunger during iol insertion as possible causes of capsule rupture. The speed of injection can be an influencing factor in cases such as this. The rayone IFU "use of rayone" section "fig 7" states "press the plunger in a slow and controlled manner". A review of existing vigilance data confirms that this is an isolated event. No other incidents, of any type, have been received against the rayone emv rao200e batch 052191859.